Event description:
Additional information received reported the drug in the pump was fentanyl. It was reported that the patient had presented to the ER after 3 days of feeling overdose symptoms (as previously reported) and it was also reported that the patient had overdose symptoms 2 days prior to going to the e.r. The e.r. Health care provider (hcp) gave the order to decrease the pump medications by 5% because they could not get a hold of the managing pump physician. The patient noted the pump had done this in the past. The patient also reported the pain was better, but the ¿side effects are intolerable¿. The patient had fatigue, nausea, and difficulty walking. The patient remained ¿somewhat sedated, but not significant¿ in the ER, and had midsize pupils, but they did not feel she was in any danger at that point. The patient was discharged (B)(6) 2013, the same day she presented to the e.r., and was stable at discharge. She was advised to follow-up with her pain management doctor on monday. The patient was taking the following oral medications: baclofen, celexa, cymbalta, dilaudid, lyrica, oxycontin, restoril, and zanafelex.

Event description:
It was reported that an overdose occurred. The patient had a refill 3 days ago and since that time the patient had been sleepy. The patient was in the emergency room (ER) for evaluation. There was no programmer available to check the pump status. The patient was admitted to the ER. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).